Manufacturer narrative:
Results: inherent risk of procedure (haemorrhage). Conclusions: inherent risk of procedure - (haemorrhage). (B)(4).

Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stents successfully deployed from the native om to the saphenous vein graph and one endeavor sprint drug eluting stent successfully deployed in the ostium of the saphenous. Approximately 20 months post index procedure patient was admitted with gi bleed and bloody stool, patient was taken of plavix, aspirin and given a blood transfusion. Investigator indicated that the event was not related to the study device.